Manufacturer narrative:
(B)(4).

Event description:
It was reported that with stimulation turned on, it was raised and was too high; it became uncomfortable. The patient had "e-stim" and had a shocking sensation after she had it. Additional information was requested.